Event description:
It was reported that the day after the initial implant, this right ventricular (rv) lead exhibited loss of capture. Upon x-ray examination, it was noticed that this lead dislodged. The physician decided to reposition the lead. The lead remains in service. No additional adverse patient effects were reported.